Event description:
It was reported that when using the bd pyxis¿ medstation¿ es na4btwem01, user was unable to pull meds as the drawer failed to close. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (6) was performed from the date of manufacture, 21-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main 2.1 row d and e was not detected bus. A field service engineer logged into the hardware test application, tested and released all pocket lids, discovered and removed debris (metal paper) from row d pocket 1, cleaned the entire drawer, reran hardware test application (hta) final tests with no issues, and restarted the station with no failures upon full application launch. The system functioned as intended after the field service engineer repaired the device.